Event description:
It was reported "patient who requires change of PICC catheter due to infection (septic shock), a new PICC catheter is passed in the left basilic vein in a single puncture, but after placement they call us from the ICU service; informing us that the catheter presents occlusion, the call is answered and a displaced catheter is visualized in the vena cava, it is rearranged, repeated chest and arm x-rays are taken to identify any mechanical occlusion, on saturday the 19th they call us again from the service reporting occlusion for review, the red lumen was occluded as reported from the day of catheter placement, it was decided together with the intensivist to change the catheter." The patient underwent catheter placement again, patient was quite immunocompromised and infected. Device was discarded.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs0046 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed but the exact cause remains unknown. Two photo samples of a powerpicc catheter were provided for evaluation. The first image shows the catheter outside of patient use. The catheter appears to extend up to the 40 cm depth marker. Blood residue is present on the device. A slight bend in the catheter is visible near the 36 cm depth marker. The second image shows the clinician manipulating the catheter near the bent region. The catheter is observed to kink at the bent region. Bending or kinking of the catheter may be a likely contributing factor to the complaint of unable to infuse. Movement of the catheter and placement location may be contributing factors to kinking of the catheter. Since evidence of a catheter kink was noted in the images provided, the complaint is confirmed but the exact cause remains unknown at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "patient who requires change of PICC catheter due to infection (septic shock), a new PICC catheter is passed in the left basilic vein in a single puncture, but after placement they call us from the ICU service; informing us that the catheter presents occlusion, the call is answered and a displaced catheter is visualized in the vena cava, it is rearranged, repeated chest and arm x-rays are taken to identify any mechanical occlusion, on saturday the 19th they call us again from the service reporting occlusion for review, the red lumen was occluded as reported from the day of catheter placement, it was decided together with the intensivist to change the catheter." The patient underwent catheter placement again, patient was quite immunocompromised and infected. Device was discarded.